Event description:
The account alleged that the head section will lower half way then stop. No patient impact.

Manufacturer narrative:
The account replaced the head section gas spring to resolve the issue.